Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to fluid loss. It was observed that the pump and reservoir were empty. The ipp was explanted and replaced. There were no patient complications reported.